Manufacturer narrative:
A case of pain at the ipg site was reported to abbott. The patient's ipg pocket site was revised, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A case of pain at the ipg site was reported to abbott. The ipg was explanted as the physician suspected possible infection. The patient continued to deal with unrelated health issues, and re-implanting surgery was canceled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that the ipg was in fact removed during the revision procedure on (B)(6) 2020. The physician stated that the ipg pocket site appeared suspicious for infection so the ipg was removed. It is unclear if the suspected infection was causing the pain at the ipg pocket site.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the pocket site was revised to address the issue.